Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer resolved the issue prior to calling support and did not provide details. There was no adverse impact to the customer¿s blood glucose level.